Event description:
It was reported that the implant at tooth site #13 was removed due to bone loss. Pt. States implant came out at home.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.